Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring low blood glucose while using the ilet for approximately two weeks and requested a device return following recommendations from both their healthcare provider and trainer. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and education. Investigation of this case revealed no clinical signs, symptoms, or conditions beyond the reported hypoglycemia, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.